Event description:
The disposable perforator failed to disengage when the surgeon made the third burr hole during a craniotomy. As a result, the end of the drill came close to the the dura matter. The fourth hole was made without any difficulty.